Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. There was no adverse impact to the customer's blood glucose level. Customer later completed pump reset without assistance, pump function returned to normal, and technical support closed case with no further action needed.